Manufacturer narrative:
The device remains implanted. CT images were provided. An imaging evaluation was performed. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The imaging evaluation stated the following: one time-point available for evaluation. The post-implantation cta was dated (B)(6) 2019. There appears to be contrast, outside the implanted device, pooling in the aneurysm sac. The contralateral limb, distal to the contralateral gate, appears to extend into the left common iliac. The contrast appears to be concentrated at the level of the contralateral gate in the aneurysm sac. The contrast also appears to have a ¿blushing¿ effect when scrolling through the cta imaging. There also appears to be contrast in a set of lumbar arteries at the level of the implanted device. Cannot confirm direct communication with pooling contrast in the sac and the lumbar arteries. Also, cannot confirm antegrade or retrograde flow of contrast in these lumbar arteries. There appears to be 2.5cm of contralateral limb overlap from the flow divider of the excluder® device to the contralateral gate. There appears to be a type iii endoleak, but cannot confirm a type ii endoleak with available imaging. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 follow-up CT imaging identified an endoleak originating at the bottom of the contralateral gate of the trunk-ipsilateral leg component. The endoleak was suspected to be either a type ii or type iii endoleak. No aneurysm enlargement was noted. On (B)(6) 2019 a reintervention was performed to treat the endoleak. Reportedly angiography identified that the endoleak was a type ii endoleak. The physician prophylactically implanted a gore® excluder® pll161407 iliac extender in the contralateral gate of the previously implanted trunk-ipsilateral leg component. The type ii endoleak was not embolized. Reportedly the type ii endoleak persists. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Patient code 1 corrected. H.6. Patient code 2199 has been corrected and replaced with patient code 2692. Additional devices included on this report are as follows: item #plc121200/lot #18830383/UDI # (B)(4).